Event description:
It was reported that the deep brain stimulation (dbs) patient showed signs of infection at the lead incision site. A washout procedure was performed, and the patient was administrated antibiotics. Cultures were performed, which were negative for infection. The patient has fully recovered. The lead will not be returned for analysis, as it remains implanted.